Manufacturer narrative:
No product has been returned for evaluation, radiographs provided confirm the alleged event. It is unknown if patient followed post-operative restrictions and/or suffered a fall. Patient's bone quality is unknown. Review of radiographs and reported information suggests a lock screw was not secured potentially causing the rod separation. No patient injury was reported and a revision procedure will be scheduled on a later date. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Care should be taken to insure that all components are ideally fixated prior to closure. All lock screws should be final-tightened.." "... Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration..."

Event description:
On (B)(6) 2020 a maximum access surgery transforaminal lateral interbody fusion was performed on l4/s1. Radiographs reveal left side rod-separation from s1 to l5 and cage-migration at s1/l5.